Event description:
On 13-sep-2025, the user reported a cracked insulin cartridge in their ilet, preventing a supply change and insulin delivery. The user¿s blood glucose (bg) reached 423 mg/dl while at work and was unable to remain on the call. Later, the user administered a 10-unit manual insulin injection (mdi) of novolog to lower bg and continued using backup therapy. The highest blood glucose (bg) recorded was 423 mg/dl. Bg was corrected with a manual injection. The user's reported symptoms during the event included thirst. No medical intervention was reported at the time of call.

Manufacturer narrative:
At the time of this report the ilet evaluation is still in progress. A follow-up report will be submitted when investigation is completed.